Event description:
The patient experienced decrease in effect of therapy, increased spasticity was also noted. A roller study, dye study and an MRI of the system were done. No problems were identified. The catheter was permeable. Reservoir volume was correct during filling. The patient had spinal injection of baclofen with "good effect." The pump and the catheter were explanted. Patient status was noted as alive, no injury, no adverse event. The device system as used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, lot# unknown, explanted: (B)(6) 2013. (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The pump and catheter were returned. Final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed catheter body hole or tear caused by catheter connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.